Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests an antibiotic leak occurred when the spike port separated from the burette during an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of burette set separation was confirmed. Visual inspection of the set noted a separation of the spike port adaptor from the burette. No solvent was detected on the spike port adaptor or the burette. There were no other anomalies observed. Functional testing was not performed due to separation. The root cause of the customer¿s report was due to the lack of solvent.